Event description:
Circumcision clamp malfunctioned (did not hold tight) which resulted in excessive bleeding. Physician performed circumcision and applied the circumcision clamp. When he clamped it down, the metal piece that holds the foreskin of the penis open came off after he made the cut. Part of the skin was cut. Sutures had to be applied to repair the area.manufacturer is checking the lot and manufacturing process and will get back to us with any information.